Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during a r sr ureteroscopy procedure performed on (B)(6) 2018. Procedure requiring multiple baskets due to basket malfunction, halting procedure and staged urs to resolve bleeding. Patient has hematuria.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).